Event description:
It was reported that pump had diminished battery life. There was no reported impact to the customer¿s blood glucose level. Patient declined further troubleshooting, and no additional information was received regarding the outcome of the event.